Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One opened 8fr angio-seal vip device was received for product evaluation. The kinked arteriotomy locator, hemostasis sheath, guide wire was received along with the tray and header bag. The polyfoil pouch with carrier tube assembly was not returned. Visual inspection revealed a deformation at the blood inlet hole of the arteriotomy locator, and the locator was severely kinked. No other visual anomalies were observed. There were no anomalies with other components. Based on the returned device, the complaint could be confirmed for a kink at the blood inlet hole of the arteriotomy locator. The application of an off axis force to the arteriotomy locator has been known to cause kinking. The arteriotomy locator is 100% inspected as part of the document for "tubing with kinks, nicks and/or damage tip." The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device locator was already kinked when the angio-seal poly-foil pouch was opened. The device was not used, and another angio-seal device was used to continue the procedure. Hemostasis was successfully achieved by the second device. The procedure before deploying the device is unknown. It is unknown whether a pre-deployment angiogram was performed. The size of the sheath ancillary used, the puncture site, and the vessel diameter are unknown. There was no health damage to the patient. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product.